Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was consulted for further review of the presenting electrogram (egm). Upon review, the egm showed the rv lead shock impedances appeared to gradually increase since 2024 to be greater than 125 ohms. Ts discussed programming recommendations. The health care professional (hcp) noted the clinician will continue with monitoring at this time. No adverse patient effects were reported. This rv lead remains in service.